Manufacturer narrative:
Product analysis: analysis confirmed that the software could not be updated, the drive was full. The interrogation issue was not confirmed, although it was noted that interrogation would not be possible if the device software was not installed. Analysis also found that the programmer's stylus was inoperative, and the universal serial bus (usb) ports were inoperative. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not update with the universal serial bus (usb) or the software distribution network (sdn). The update was attempted multiple times, and subsequently the programmer would not interrogate devices. The programmer has been returned for service. No patient complications have been reported as a result of this event. The programmer subsequently tested out of specification during manufacturer's analysis.